Event description:
Pt had bard recovery filter system placed at (B)(6) on (B)(6) 2005. On (B)(6) 2007, pt presented to hospital with pericardial effusion. The effusion was treated and drained, the pt was stable and d/c on (B)(6) 2007. The pt was readmitted later on (B)(6) 2007 with a recurrence of the pericardial effusion. Cardial cath images revealed a line from the filter system to have migrated to the rt heart ventricle. On (B)(6) 2007, the pt was taken to surgery and approx 2cm metallic fragment consistent with the fractured ivc filter was removed from the rt ventricle. An attempt was made to remove the remaining ivc filter percutaneously but was unsuccessful. Based on clinical considerations, a decision was made not to pursue open exploration to retrieve the remaining filter.